Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl; cause was not known, however it was reported that the pump was not the cause of customer's low bg. Reportedly, the customer called the emergency number and a healthcare provider arrived at the customer's home. The customer was treated with glucagon to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.